Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The proximal and distal conductors of the lead developed fractures due to flexing while in vivo. The lv2 (low voltage 2)/proximal and distal conductors were obstructed due to stylet/guidewire fragments stuck in the lumen.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting non-capture and that pacing impedance had risen. Lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.